Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob. It was also indicated that multiple components were damaged and contaminated. The epg was returned to the customer without repair at the request of the customer. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. No patient complications have been reported as a result of this event.